Event description:
While wearing the external equipment, the pt reportedly had no lock between the external equipment and the cochlear implant. The pt was seen by the center for eval. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.